Event description:
Report received of a tubing set that leaked at the filter. The patient was on the final day of a continuous seven day infusion of 5fu. The patient was in the outpatient cancer center when they noticed their clothing was wet with chemo from the leaking tubing set. The clinician changed out the set and the infusion was resumed without further incidence. There was no report of bleed back or air in the patient's IV access. There was no report of patient harm or adverse patient effect. The reporter stated that the leak occurred at the circle on the proximal end of the filter. The facility cleaned the contaminated area using their chemo spill protocol. Although requested, no additional information was available.